Event description:
Additional information received from reporter on 2/23/2024 for report mw5151801. Dexcom g6 sensor inaccuracy: 9:10pm g6 reading 148, finger stick reading is 109. 35.8% mard.

Event description:
Additional information received from reporter on 02/26/2024 for report number mw5151801. Dexcom g6 sensor inaccuracy: 6pm g6 reading 109, finger stick reading 84. 29.8% mard.

Event description:
Dexcom g6 sensor inaccuracy: 1:40pm g6 reading 83, finger stick reading is 106. That is a mard of 21.7%, which is outside the allowed 20% range. Dexcom g6 sensor inaccuracy: 3:52 pm g6 reading 97 and finger stick reading 128. This is a mard of 24.2%, which is greater than the allowed 20% by the FDA. Dexcom g6 sensor error > 3 hours: replaced this sensor. Reference past data.